Manufacturer narrative:
This report is for an unknown nail/unknown lot. Implant/explant date: unknown; explant date was reported two days after first surgery. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient had a revision procedure completed on october 29, 2014; it is not known if device was explanted at that time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient underwent osteosynthesis on prosthesis. When setting up the two screws for the reconstruction of the neck of the femur, the surgeon found that they were positioned outside of the nail. The surgeon had used the aim-arm during the procedure. This was discovered post-operatively. The screws were explanted two days after the first surgery. This report is for an unknown nail. This is report 6 of 6 for (B)(4).